Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiple times. Tandem technical support guided the customer through successfully loaded the cartridge onto the pump. Subsequently, it was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Customer's blood glucose level was 201 mg/dl.